Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient deceased. The cause of death was cardiovascular. Chronic obstructive pulmonary disease was also noted. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.